Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 6 atms. The number of inflations performed is unknown. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.